Manufacturer narrative:
(B) (4). The device was returned to the manufacturer for eval. Visual macroscopic exam shows that the tip of the dynamic shaft is broken on one side. The tip of the static shaft is broken on one side by the pin. The other side of the tip was crack from groove through pin hole. It appears that the instrument was subjected to excessive force and/or torque which may have caused the tip break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specs.

Event description:
It was reported that the tip of the pituitary would not close completely when the surgeon went to cut tissue. There were no pieces of the instrument broken off. No pt complications were reported.